Manufacturer narrative:
It was reported by the caller that the qdot micro catheter was not flushing properly. It was partially occluded and the irrigation was not flushing adequately. The caller exchanged the catheter and the issue was resolved. The case continued. There was no patient consequence. Device evaluation details: the device was returned to johnson & johnson medtech (j&j medtech) for evaluation. A visual inspection and irrigation test of the returned device were performed following j&j medtech procedures. Visual analysis revealed no damage or anomalies on the device. An irrigation test was performed, and the device was flushing correctly. No irrigation issues were observed. A manufacturing record evaluation was performed for the finished device batch number, and no internal actions were identified. The issue reported by the customer could not be replicated during the product investigation; other issues or circumstances may have occurred during the usage of the device that compromised its performance. The instructions for use contain the following recommendations: flush the catheter with heparinized saline prior to insertion into the body. As part of the quality process, all devices are manufactured, inspected, and released to approved specifications. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's ref. #: (B)(4).

Manufacturer narrative:
On 9-sep-2025, the bwi product analysis lab received the complaint device for evaluation. The product analysis has begun but is not completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster inc., or its employees that the report constitutes an admission that the product, biosense webster inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's ref. #(B)(4).

Event description:
It was reported by the caller that the qdot micro catheter was not flushing properly. It was partially occluded and the irrigation was not flushing adequately. The caller exchanged the catheter and the issue was resolved. The case continued. There was no patient consequence. The customer's reported partial occlusion issue is not considered to be MDR reportable since the potential risk that it could cause or contribute to a serious injury or death to the operator or patient is remote. On 26-aug-2025, additional information was received indicating the suspected device with the issue was the qdot micro catheter. The issue was no noticed before being used on the patient. There were no errors noted from the irrigation pump and the issue was discovered because the ¿heat map¿ increased rapidly. The correct catheter settings were selected on the generator and there were no issues with flow rate change at the start of ablation. Based on the additional information which confirmed the issue was not noticed before being used on the patient, the event was reassessed as an MDR reportable malfunction.